Manufacturer narrative:
This is 1 of 2 reports. Device remains implanted in patient.

Event description:
It was reported that there was development of intra stent stenosis in patient post procedure after implanting a stent (subject device). The issue was resolved without sequelae. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that there was development of intra stent stenosis in patient post procedure after implanting a stent (subject device). The issue was resolved without sequelae. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on additional information received from the site on 22-dec-2020 clarified that the adverse event was not related to the device and it clarified that the adverse event first reported as related to the subject stent is now determined to be unrelated. Since there was no adverse event and no reported malfunction of the device that could have caused or contributed to an adverse event, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with new awareness date of on 22-dec-2020. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that there was development of intra stent stenosis in patient post procedure after implanting a stent (subject device). The issue was resolved without sequelae. No clinical consequences were reported to the patient due to this event.